Manufacturer narrative:
No product was returned for evaluation, and no lot number information was provided. The pt did not respond to requests for additional information. Based on available information, no conclusion can be drawn.

Event description:
Pt reports developing a fungal infection of the cornea after use of renu solution. Pt also reports developing an ongoing condition, whereby, the eyes are continually tearing. Pt has not responded to repeated attempts for additional information. No other information is available at this time.